Manufacturer narrative:
Investigation summary: DHR and sap (qn) database reviews; were not conducted for this investigation because a lot number was not provided. Although samples were not received for this investigation, 3 photos were provided for observation of this incident. The photos shown 2 q-syte units; 1 with a dust cap attached and 1 without the dust cap. The photos also show a top web from a nexiva package that did not reveal a definite lot number. Visual/microscopic evaluation (method-n/a): the provided photos revealed the following: the q-syte unit with dust cap had the top disk of the septum partially torn away from the top body. The top body (polycarbonate) revealed to be broken. The q-syte without dust cap revealed to have the top body (polycarbonate) smashed and broken, the photos did confirm that the issue was not related to the actual nexiva product but was with the q-syte product. Conclusion(s): relationship of device to the reported incident: indeterminate ¿ although confirmation of damage to the top body of both q-syte and the top disk of the septum of one q-syte (other) was conclusive with the photos provided; a definite source that contributed to this damage could not be established without the actual samples available for closer observation and/or testing. The photos did not demonstrate sufficient evidence to determine a root cause for the damage observed to these units; therefore there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the damage observed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with catheter breaking and leaking.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with catheter breaking and leaking.